Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The initial customer issue was confirmed by performing the downstream occlusion test. The device alarmed ¿reattach cassette" with multiple cassettes and the downstream occlusion (dso) sensor did not calibrate. The root cause of the issue was a defective dso sensor. The dso sensor was replaced to solve the issue. The device passed all tests after the repair. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for "cassette not latching error, multiple cassettes attempted, error unchanged, during device evaluation, a defective downstream occlusion (dso) was found to be defective. There was no patient involvement.